Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information a call from the patient's sister-in-law reporting that the patient passed away due to complications with infection, kidney stones, and congestive heart failure. The caller reported that the patient's heart rate dropped and he was unable to be resuscitated. The patient was going to be cremated. Boston scientific technical services (ts) discussed that the device will need to be removed and discussed having the funeral home return the device to boston scientific. The source of the infection was not provided and it is not known if the infection seeded to the device or leads. The field representative was contacted but was not aware of the circumstances regarding the patient's death and was unable to provide any additional information.